Manufacturer narrative:
G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, one (1) tube was found to be cracked at the base of the tube resulting in blood leakage. And one (1) tube was found with no separation gel and no negative pressure. No adverse impact was reported for the patient or the user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Based on an evaluation of severity and frequency it was determined that retain testing for no-fill or insufficient gel are not required at this time. However, a total of 30 retained samples were visually inspected for damages, and no damages were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: damaged, no-fill, and insufficient gel. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿, one (1) tube was found to be cracked at the base of the tube resulting in blood leakage. And one (1) tube was found with no separation gel and no negative pressure. No adverse impact was reported for the patient or the user.